Event description:
Literature: hooper ak, okun ms, foote kd, et al. Venous air embolism in deep brain stimulation. Stereotact funct neurosurg. 2009;87 (1):25-30. Summary: this study reports on the approximate incidence of venous air embolism (vae) during deep brain stimulation (dbs) lead placement using two methods. A retrospective review was conducted of records of 286 dbs leads implanted from july 2002 to may 2007. Characteristics of those who coughed during surgery were reviewed. Prospective vae monitoring in 21 consecutive patients with 22 leads from june 2007 to august 2007 was also obtained using precordial doppler ultrasound and end-tidal co2. Reportable event: the pt experienced an intra-operative venous air embolism requiring medical intervention. The pt experienced paroxysmal coughing, a decrease in end-tidal co2, a decrease in saturation, transient hypotension, and complained of nausea while undergoing right lead placement in the globus pallidus interna (gpi), the pt was in a recumbent position. The incision was flooded with saline, the pt was treated with 100% o2 via facemask, bipolar cautery-sealed vessels, and 80 mcg of phenylephrine was given. There were no significant hemodynamic or permanent consequences as a result of the event.

Manufacturer narrative:
See scanned pages.